Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a philips CPAP device. The manufacturer received information from the patient alleging a burnt plastic odor and black particles. The patient alleges experiencing five heart attacks, two brain embolisms, and significant blockage in the arteries of his heart. The patient also alleges difficulty breathing and memory loss. Current data available does not indicate a correlation between exposure to detected levels of vocs and carcinogenic effects. Therefore, based on available information these allegations of heart attack (x5), brain embolism (x2), blockage of arteries in heart requiring surgery, are assessed as not related to the device in this case. Currently, with the information available, the allegations of difficulty breathing, memory loss are assessed as a non-serious injury. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.